Manufacturer narrative:
Examination of the returned device confirmed the reported breakage. (B)(4) was closed identifying root cause and corrective action. The CAPA identified the root cause to be inadequate design. As taken by the CAPA co (B)(4) was released on (B)(6) 2015 to change the material from 455 stainless to 465 stainless resulting in a more resilient device and one in which the failure mode changed from fracture (of the teeth) to deformation. The root cause is attributed to product design. The current complaint sample device was manufactured prior to the release of co (B)(4). No further corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A complaint database search on the provided product code family identified similar complaints. Previous investigations contributed the root cause of this event to product design. (B)(4) was closed identifying root cause and corrective action. The CAPA identified the root cause to be inadequate design. As taken by the (B)(4) was implemented on december 11, 2015 to change the material from 455 stainless to 465 stainless resulting in a more resilient device and one in which the failure mode changed from fracture (of the teeth) to deformation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
There was a locking screw that was stuck in the glenoid. The doctor started to reverse the screw out for it would not fit and two metal tips broke off of the handle. Another handle had to be sterilized and used.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.